Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sibling reported that his blood glucose was over 600 mg/dl. His blood glucose level was treated with insulin injections. The caller believed the insulin pump was probably not delivering insulin. The high pressure test passed. The device was not returned.